Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low r wave amplitude that led to undersensing. Rv loss of capture (loc) was also observed. An x-ray was taken which found the rv lead had been originally positioned in the coronary sinus versus the right ventricle. A revision procedure was performed where the lead was attempted to be repositioned, however during the procedure the physician was unable to extend the helix once it was retracted and moved to the proper location in the heart. Subsequently the lead was explanted and successfully replaced. The pacemaker remained in service. The lead was returned to boston scientific¿s post market quality assurance laboratory with the helix in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. However, analysis did note the set screw mark on the lead was near the end of the terminal pin, which may indicate under insertion of the lead.